Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the device's the front enclosure, rear enclosure, bottom enclosure, top plate, handle, obm housing, and flow sensor assembly were replaced due to crack and the technician cleaned, setup, and placed on run-in and software version was upgraded, which was not related to the malfunction/issue.